Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "damage to a lumen of central catheter, due to its crystallization after the administration of mannitol, the lumen of the catheter is washed with saline solution several times and continues to crystallize, not improving the appearence". It was reported "crystallization" is a solidification of two substances resulting in an obstruction of the catheter. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "damage to a lumen of central catheter, due to its crystallization after the administration of mannitol, the lumen of the catheter is washed with saline solution several times and continues to crystallize, not improving the appearence". It was reported "crystallization" is a solidification of two substances resulting in an obstruction of the catheter. No patient harm was reported. The patient's condition is reported as fine.